Manufacturer narrative:
Product analysis: it was determined during analysis that the radio frequency (rf) programmer head cable was damaged and caused a programmer to shut off when plugged into it. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated device and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.